Event description:
Customer reported that she had unexplained high blood glucose. Customer was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was 525 mg/dl. Customer stated that she had stomach ulcers was vomiting had high blood pressure and her heart rate was high at the time of hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.